Event description:
Caller reported cgm error 42 and contacted support for assistance. After following the guidance from customer technical support to perform a pump reset, it was verified that the cgm error did not reoccur. Caller successfully initiated their sensor session with no further issues, and there was no adverse impact to the customer's blood glucose level.